Event description:
A complaint of difficulty charging was received. The patient underwent a pocket revision due to the battery being too deep or at a slight angle. The physician decided to replace the battery.